Event description:
It was reported that pump displayed malfunction code and no other notable events occurred before issue. There was no adverse impact to the customer¿s blood glucose level. Customer continued to use current pump for insulin delivery, and technical support arranged replacement pump under warranty, confirmed shipping address, instructed customer to place problematic pump in storage mode, transfer pump settings, reconnect continuous glucose monitor to replacement pump, and return problematic pump using pre-paid label within specified time frame.